Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report number: 3006705815-2019-00873. It was reported that during the patient's permanent scs system implant surgery, the physician was unable to implant the lead due to scar tissue. The surgery was abandoned.